Manufacturer narrative:
Corrected: h6 (annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 09300074, serial# (B)(6), implanted: (B)(6) 2025. Product ID 5076-52, serial# (B)(6), implanted: (B)(6) 2025. Product ID 479888, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the one week follow-up appointment after a cardiac resynchronization therapy defibrillator (crt-d) system im plant, the patient reported left shoulder pain and swelling. The nurse noted that the patient's arm color was dusky. An ultrasound was ordered which identified a small blood clot in the left axillary and proximal cephalic veins. The patient was put on an oral anticoagulant medication. The crt-d system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.